Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized for peritonitis. It was not reported if the patient received treatment for peritonitis. The outcome of the patient was described as, ¿the patient is fine¿. The action taken with pd therapy was not reported. No additional information is available.